Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 49: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 24 and 36 hours. Patient stated while asleep, the pod was not sticking well; she woke up to high bg levels and noticed that the cannula had dislodged from the infusion site (arm). As treatment, a new pod was applied after the event and bg levels decreased quickly.